Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar energy was not working. The customer changed cords and moved ports, but issue persisted. The customer was using external generator. The intuitive surgical, inc. (Isi) technical service engineer (tse) advised the customer to restart the erbe generator when they had a chance. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed, and the reported failure could not be replicated. The unit energized and cauterized and all ports recognized instruments. M-02 was found in error log.